Manufacturer narrative:
The device was received for evaluation. During evaluation it was observed that the tubing ID label was missing from the top of the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The tubing ID label requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the tubing ID label was observed to be missing from the top of the device. No additional information is available.